Event description:
This report is being submitted as a cancellation report as the complaint issue is now being captured under (B)(4) in line with cirl procedure (reporting reference number 3001845648-2020-00573).

Manufacturer narrative:
This report is being submitted as a cancellation report as the complaint issue is now being captured under (B)(4) in line with cirl procedure (reporting reference number 3001845648-2020-00573).

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Sugimoto et al 2018 (geenen pancreatic stent/zimmon pancreatic stent) - "pancreatic stents for the prevention of post-endoscopic retrograde cholangiopancreatography pancreatitis should be inserted up to the pancreatic body or tail". To investigate the location to which a pancreatic stent should be inserted to prevent post-endoscopic retrograde cholangiopancreatography (ercp) pancreatitis (pep). 131 patients with a stent inserted into the pancreatic head (head group) and 16 patients with a stent inserted up to the pancreatic body or tail (body/tail group). A zimmon 5-fr, 2-cm single pigtail stent without an inner flap (cook japan, tokyo, japan), a zimmon 5-fr, 4-cm single pigtail stent with an inner flap (cook japan, tokyo, japan), a geenen 5-fr, 3-cm stent with outer flaps and without an inner flap (cook japan, tokyo, japan), or a geenen 5-fr, 5-, 7-, or 9-cm stent with inner flaps and outer flaps was used as the pancreatic stent. Other factors were not different between the two groups, and pep did not occur in the body/tail group. However pep occurred in 12 patients in the head group (mild 2; moderate 8; and severe 2). This file is capturing off label use of the geenen pancreatic stent 5fr, 9cm- 4 devices.